Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of hi mg/dl (> 600 mg/dl). She administered insulin boluses via the infusion device but her blood glucose level did not decrease. She suffered from abdominal pain, cystitis, vomiting and diarrhea. On (B)(6) 2024, her mother brought her to the hospital and she was diagnosed with diabetic ketoacidosis. During hospitalization the patient stayed with the pump and was treated with insulin via insulin pen. In addition, she was treated with omeprazole, domperidone and dipyrone. As her blood glucose remained high, she removed the pump on (B)(6) 2024 and only used the insulin pen. On (B)(6) 2024 she started using the pump again in addition to insulin pen administration and she was discharged on (B)(6) 2024. She was hospitalized for 11 days. Furthermore, it was stated that the patient's blood glucose level rose again while being at home and using the pump.